Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) for a review of the data of this patient. The pacemaker system exhibited high out-of-range pacing impedance measurements on the non-boston scientific right atrial (ra) lead which triggered a lead safety switch (lss) to unipolar mode. Upon review, it was noted atrial tachycardia response (atr) myopotential episodes as a result of the lss. Troubleshooting options were recommended. At this time, the pacemaker system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)